Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for cardiac monitoring. According to the reporter, the device displayed excessive artifact that obscured reading the pt's ECG. The pt was transported to the hosp, and no adverse affects were reported as a result of the alleged malfunction.